Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient¿s parent reported that the patient experienced a hypoglycemic event resulting from inaccurate estimated glucose values discrepancy between the glucose values displayed on the dexcom cgm and the blood glucose meter. According to the reporter, the patient noticed a value of 8.8 mmol/l with an upward trend arrow displayed on his cgm during the day on (B)(6) 2022, so he responded by administering six units of insulin once while he was having a meal and the other on its own. However, the cgm value noted above is believed to have been inaccurate as the patient soon exhibited insulin shock and fainted twice. An ambulance was called and the patient was transported to the hospital by paramedics. The patient was given glucose tablets to raise his blood sugar, though it is not known whether the tablets were given to him by the paramedics or the hospital personnel. The patient was discharged from the hospital later that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.